Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their levels were high and at 260mg/dl. The customer states they feel like the pump is not working and has received no delivery alarm. The customer states they feel like they're going into diabetic ketoacidosis, and do not want to go to the hospital. The customer was advised that troubleshoot would have to conducted on pump to assure its functioning properly. The customer was not in a position to troubleshoot the device, due to driving during call. The customer will call back to troubleshoot. The customer had been treating with insulin pens.